Manufacturer narrative:
This report is replacing previous report 2936999-2017-00094. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter right after the patient was intubated, it was difficult to supply air to the cuff. It was reported, post procedure the cuff was not deflated completely but removed from the patient. Customer could not confirm if issue was found during pre-test. There was no patient harm with this event.

Manufacturer narrative:
One sample was received for evaluation; an inflation/deflation test was performed and it was observed inflation and deflation were difficult. Visual inspection observed that the inflation line tubing was collapsed inside the lumen of the tube, thus the reported event was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states: right after the patient was intubated, it was difficult to supply air to the cuff. It was reported, post procedure the cuff was not deflated completely but removed from the patient. Customer could not confirm if issue was found during pre-test. There was no patient harm wit this event.